Manufacturer narrative:
The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for noninvasive blood pressure (nibp), pulse rate (pr), noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. Pwcd-b is the part # of the power cord used with the cvsm device. The unit was removed from service and returned to hillrom for repair. If the thermometer probe was not taking a reading, the clinician has the option to obtain a different thermometer device to measure the patient's temperature. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue. The allegation of a faulty temperature probe is not considered to be a reportable malfunction however, if the report of a frayed power cord with exposed wires were to recur, it could potentially cause serious injury or death. Therefore hillrom is reporting this event.

Event description:
The customer reported the power cord was frayed and the temp probe was not showing a reading on the cvsm. This incident was captured under hillrom complaint ref #.